Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue. Related manufacturer reference number: 3006705815-2022-18352.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000126011.

Event description:
Additional information receive indicates that only one lead had migrated, but it is unknown which lead. Patient underwent surgery to have the lead explanted and replaced.